Event description:
It was reported that the patient presented with atrioventricular block. During the procedure, after stent implantation of a 2.5 x 23mm xience v stent in the 2nd diagonal and a 3.5 x 18mm xience v stent in the mid left anterior descending (mlad) arteries, the patient's heart stopped. A temporary pacemaker was inserted and the event resolved. On (B)(6) 2011, the patient became pale, diaphoretic, non-responsive and experienced a seizure, diagnosed as adams-stokes syndrome. ECG showed the patient in ventricular fibrillation. Cardiopulmonary resuscitation (CPR) and cardiac defibrillation were performed and medications were administered. A temporary pacemaker was inserted. On (B)(6) 2011, a dual chamber pacemaker was implanted. There was no adverse patient sequela and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported ventricular fibrillation is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.